Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion set cannula bent events and experienced high blood glucose and was hospitalized on (B)(6) 2024. The length of hospitalization was more than 24 hours. The blood glucose level was 600 mg/dl at the time of event. The patient experienced symptoms like feeling sick/unwell, flu like headache,tired/weak altered vision/vision changes, stomach sickness and the patient got treated with intravenous fluids of saline and insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. E1: patient city: (B)(6). Patient country: the united states.